Event description:
It was reported to depuy acromed that a stainless steel songer cable became loose in-situ. A revision surgery was required to replace the songer cable. There were no other adverse consequences to the pt. After further investigation by the hosp, it was discovered that a titanium clamp was used on the stainless steel cable. This difference in material type could cause the clamp, and the cable, to become loose. This is a user error. The device has not been returned for eval. No further action is required at this time.